Event description:
During a laparoscopic rigth colon procedure, the tissue pad became dislodged from the instrument after five minutes of use. It was replaced with another device with a different product code to complete the procedure. The tissue pad was retrieved. There was no adverse consequence to the pt.